Event description:
It was reported that the cord cover near the camera head was broken. The outer cord shielding (gray rubber) was damaged, the internal cords were exposed but not broken. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the model number of the device and the results of the legal manufacturer's final investigation. Updated fields: h3, h4, h6, h10, h11 correction field: d4, g2 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the unit had a cut on its cable and failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported that the cord cover near the camera head was broken. The outer cord shielding (gray rubber) was damaged, the internal cords were exposed but not broken. The issue occurred during maintenance. There were no reports of patient involvement.